Event description:
It was reported that the user experienced a severe hypoglycemic event at 39 mg/dl with a meter reading of ¿low,¿ which was treated with glucagon, and the blood glucose later measured 170 mg/dl; increased walking earlier in the evening was suspected as a contributing factor and troubleshooting and education were completed with additional training assigned. Customer care provided support that included case intake, assessment of event details, and user education and troubleshooting. Investigation of this case revealed that the exact cause of the hypoglycemia remained unclear, with activity-related insulin sensitivity considered a possible contributor, and no device alarms or malfunctions reported. No clinical symptoms associated with hypoglycemia reported. Outcomes included use of rescue therapy with glucagon and subsequent recovery without alarms or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.